Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the stent delivery system was returned for analysis. A 0.71 inch guide catheter was also returned with the device. Contrast media was present within the inflation lumen, indicating that the device was prepped for use. A visual examination of the crimped stent found the stent had moved proximally on the balloon and was located between 21 and 31 mm proximal to the distal tip. The crimped stent was damaged and bunched along its entire length. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved proximally on the balloon however crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that the stent was defective. A 25x12mm promus premier¿ was selected for use; however, it was noted that the stent was defective. No patient complications were reported. However, returned device analysis revealed stent moved on balloon and stent damage.